Event description:
During a routine colonoscopy by a staff gastroenterologist, the colonic stiffener was used. The end of the colonic stiffener broke off in the colonoscope and entered the patient's colon. Estimated length of the broken piece was about 6 inches. This was visualized on the standard video equipment used during colonoscopy. Many extraction attempts were made by the md and then a staff surgeon was called to consult. The patient was then consented and taken to the or for surgery.====================== health professional's impression======================the end of the colonic stiffener broke off in the colonoscope and entered the pt's colon.